Event description:
It was reported that during a total abdominal hysterectomy procedure, the top ptc material detached from the jaw after approximately eight activations. The detachment occurred at the top curve of the jaw. The surgeon used his normal clamp, cut and tie method to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good condition with the ptc secured attached in the jaw. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) there were no anomalies noted with the functionality of the device and the ptc was not detached as reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.